Event description:
Syringe driver re-loaded with medication including diamorphine (diamorphine 60mg/methotrimeprazine 50mg/midazolam 10mg). On checking one hour later 4 mls had infused. On testing after being removed from pt 10mls infused in 10 mins. (4.75mls infused in one hour.) Pt became drowsy and semi-unresponsive; treated with narcan (diamorphine reversal drug).